Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm catheter tip integrity on (B)(6)2024, when the nurse was performing an indwelling needle puncture, she saw blood returning and feeding the needle. The indwelling needle cannula could not be fed, so it was removed immediately. It was found that the cannula head was slightly bifurcated, making it impossible to penetrate the skin.

Manufacturer narrative:
The customer returned 1 photo, no defective sample. The photo shows that the sample has been used and the catheter head is bifurcated.. It is learned from the attachments that: before puncture, the nurse checked that the product did not have any physical damage or deformation, and was not impenetrable due to damage to the integrity of the catheter tip. The indwelling needle failure performance: the catheter was over the needle core and could not be sent. Possible causes: penetration difficulties resulted in bifurcation of the catheter head. Penetration difficulties may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. DHR/bhr review lot#3325175. This batch of products were assembled at intima ii auto line 3 in january 2024, and packaged at r240 package line in january 2024. Work order quantity was (B)(4) ea. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Take the retained sample of this batch for relevant functional testing: the catheter tipping is examined under the microscope and no abnormality is found. Lie distance is measured, and the result is within the product specifications. Penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows the bifurcation of the catheter head, and based on the available information, it is speculated that the defect was caused by the difficulties of penetration. Since there are no abnormalities in the manufacturing process and retained sample, no defective sample has been received for further testing, and no similar complaints from other hospitals about this batch of products, the root cause of the penetration difficulties cannot be determined.

Event description:
No additional information provided.